Event description:
It was reported that the fenestrated bipolar forceps instrument was expired. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue. The instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage and the insulation was lifted with no pieces are missing. The conductor wire was slightly exposed however there were no wires that were physically damaged. An electrical continuity test was performed, which the instrument passed. Fa found no signs of thermal damage at the distal end and no other cables were found to be damaged. The instrument had no uses remaining and the life indicator properly rotated to red and fa concluded the instrument did not expire prematurely. Fa noted the root cause of the damaged conductor insulation is attributed to misuse, due to collision with another instrument or sharp object. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k12211018 0212) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.